Event description:
Pt was lying on floor in airport waiting area against row of chairs. Device was on the chair seat. The monitor cable connection is in a position that requires the connector to be precisely aligned or it will not seat. The nurse was not in a position to reach the device in the precise angle and cable would not connect.